Event description:
The consumer alleges while sitting on the shower chair, the legs collapsed and she started to fall. The consumer allegedly grabbed the grab bar to stop the fall and injured her neck, shoulder, and back. No serious injury is alleged.

Manufacturer narrative:
User alleges while sitting on the shower chair, the legs collapsed. User allegedly grabbed the tub bar and in reportedly hurt themselves requiring a trip to the ER. User alleges they are going to go to an orthopedist. User also reported the ER had not found any serious injury. Past history with similar products indicates that user instability and sudden / improper device loading is the most likely cause of this incident. Product has not been returned for evaluation at this time, so it is unknown if a malfunction occurred or if other factors such as misuse or abuse contributed to this incident. MDR filed based on alleged serious injury.